Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel; blood present in/on the helix mechanism and on the distal conductor; full lead analyzed.

Event description:
It was reported that during the implant attempt the helix would not extend. The lead was not used and it was replaced. No patient complications have been reported as a result of this event.